Event description:
(B)(4). (B)(6) paid to have essure placed. I've had weight gain, extreme fatigue, hives, body rashes, skin discoloration, joint problems, hair falling out and breaking off, mood swings, depression, low libido, very heavy bleeding, irregular periods, lower abdominal bloating and pain.